Event description:
It was reported that the patient underwent an initial oxford uni partial knee replacement surgery. Approximately 8 months later, a revision was performed due to implant dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis. However; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Discarded.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs were provided, they confirm the bearing has spun and is sitting 90 degrees out of position. The root cause of the reported issue is attributed to trauma caused by the patient running into a coffee table (non-device related). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.